Event description:
It was reported that stent damage occurred. The target lesion was located in the 99% calcified circumflex. A 12 x 3.00 promus premier select stent was advanced to the target lesion, but stent strut damage was noticed. It was noted that the stent damage occurred during the procedure. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.

Event description:
It was reported that stent damage occurred. The target lesion was located in the 99% calcified circumflex. A 12 x 3.00 promus premier select stent was advanced to the target lesion, but stent strut damage was noticed. It was noted that the stent damage occurred during the procedure. The procedure was completed with another of the same device. No patient complications resulted in relation to this event. It was further reported that the damage occurred while attempting to cross the lesion. It was confirmed that the stent device did not cross the lesion.

Manufacturer narrative:
Device evaluated by MFR: a 12 x 3.00mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were found to be bunched. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The target lesion was located in the 99% calcified circumflex. A 12 x 3.00 promus premier select stent was advanced to the target lesion, but stent strut damage was noticed. It was noted that the stent damage occurred during the procedure. The procedure was completed with another of the same device. No patient complications resulted in relation to this event. It was further reported that the damage occurred while attempting to cross the lesion. It was confirmed that the stent device did not cross the lesion.